Event description:
It was reported that the patient with this pacemaker felt a shocking sensation. Technical services (ts) reviewed the reports and noted that the pacemaker exhibited low out of range impedance on the right ventricular (rv) channel. The right ventricular (rv) lead is a non-boston scientific product. It was also noted that the rv channel is programmed to be unipolar. Ts confirmed capture. Ts recommended troubleshooting. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.